Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of transmission, it was noted that the insertable cardiac monitor (icm) inappropriately reported atrial fibrillation episodes due to post-sensed t-wave oversensing. Programming changes were made. The patient was in stable condition.